Event description:
It was reported that malfunction alarm malf 0 occurred on pump with no notable events prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, and successfully reset device with no recurrence of malfunction, and was advised to continue using pump and call back if malfunction happened again, which customer acknowledged and understood.